Manufacturer narrative:
Investigation conclusion: retention products were tested with cut-off hcg standard (25miu/ml) and middle positive hcg urine standard (100miu/ml). All devices showed correct positive results at read time and met qc release specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Per the package insert, a very dilute urine specimen, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first-morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient arrived at the facility for a pregnancy test due to a missed period. A urine sample was collected and produced a negative result using a consult hcg dipstick test. However, a timer was not used for the test and the customer was unable to confirm if the urine sample went past the max fill line on the dipstick. A blood sample was collected the same day and sent for a beta hcg serum quantitative test. On (B)(6) 2018, a beta hcg quantitative result of 108 miu/ml was received. Troubleshooting was conducted with the customer. The customer was advised of the requirement of a timer to ensure the test is read between 3-4 minutes. False negative results may be due to the testing of diluted sample and a confirmed diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.